Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, resulting from one or more of the following factors: improper bone preparation, excessive impaction, misaligned insertion, and/or prying or levering during use, which led to the device/screw breaking. Directions for use dfu-0087-eo revision 6 corkscrew®, pushlock®, and swivelock® suture anchors g. Precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, an arthrex subsidiary employee reported via email that the screw from an ar-1317ft nano corkscrew ft suture anchor broke during surgery. All fragments were retrieved. The procedure was completed using a replacement ar-1317ft nano corkscrew ft suture anchor. No specific details were provided regarding the type of surgery, bone preparation, or bone quality. There was no significant delay, no additional anesthesia administered, and no adverse effects noted. No photographs were taken to document the event. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 11/25/2025: this issue occurred during the insertion of the anchor into the bone hole.